Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: pressure sensor malfunction / out of calibration, software malfunction, use error, system design, unwanted movement of internal components / wiring, insufflator operated at least-favorable environmental conditions for an extended period of time, pressure button does not disengage. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the patient was admitted to ICU post operatively with significant subcutaneous emphysema. The procedure was converted to an open surgery and was completed successfully.

Manufacturer narrative:
Based off of previous complaint investigation # (B)(4), the failure alleged in the complaint record was confirmed during the product investigation. Alleged failure: patient admitted to ICU post operatively with significant subcutaneous emphysema. Confirmed failure: valve failure. Depot repair notes also stated that unit was overdue for calibration and the software was not current. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. . Insufflator operated at least-favorable environmental conditions for an extended. Period of time. Pressure button does not disengage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was admitted to ICU post operatively with significant subcutaneous emphysema. The procedure was converted to an open surgery and was completed successfully.